Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11 which interrupted delivery. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed in the event history review. The assignable cause was moisture in the tubing channel. The channel was cleaned to fix the reported condition. Additional: the user interface module master software version is 5.09.90, categorized as remediated. A service history review revealed that the device has not been previously serviced by baxter for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4).